Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when trying to pull back on the 6/7f mynx grip vascular closure device (vcd) the balloon ruptured, even though there did not appear to be a lot of calcium. The mynx was pulled out and a 6 french exoseal was inserted and deployed successfully, and hemostasis was achieved. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, when trying to pull back on the 6f/7f mynxgrip vascular closure device (vcd), the balloon ruptured, even though there did not appear to be a lot of calcium. The mynx was pulled out and a 6 french exoseal was inserted and deployed successfully, and hemostasis was achieved. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was disengaged from the black handle, the stopcock was in the open position, with no syringe attached to the device. A non-cordis sheath was inserted on the unit. The advancer tube and sealant were not returned for this evaluation, and no additional visual damages or anomalies were observed. Per functional analysis, the unit was evaluated with a functional inflation/deflation mechanism to assess the condition of the balloon. During this evaluation, a cordis lab sample syringe was used to inflate and deflate the balloon. No damage or abnormal conditions were observed to the balloon during this evaluation. A product history record (phr) review of lot f2417803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was not observed through analysis of the returned device since the balloon passed functional analysis during the inflation/deflation test. The exact cause of the reported incident could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no balloon rupture noted. However, prepping/handling factors of the device are possible. Although not intended as a mitigation, the mynxgrip instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. It should be noted that failing to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy/venotomy. The mynxgrip IFU step 2: deploy sealant, also instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device, that can also cause the balloon to be pulled through the arteriotomy/venotomy and become mistaken as a balloon rupture. Neither the product analysis, phr review, nor the available information suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.